Event description:
Customer's mother stated that something must be wrong with the insulin pump. Physician thinks that the insulin pump is not working. Customer is hospitalized due to high blood glucose. Customer is vomiting and high ketones. The blood glucose reading was 590 mg/dl; the blood glucose decreased to 400 mg/dl at the hospital. Customer has been sick for four days. Customer also sick with flu. Diagnosed diabetes ketoacidosis with severe dehydration. Hospital treated with IV drip. During troubleshooting, the high pressure test failed twice. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.